Manufacturer narrative:
(B)(4); the device remains in service as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The patient also had a cardiac contractility modulation (ccm) device. The s-ICD had been programmed to the alternate vector to avoid interaction with the ccm device. In the shock episode, the r-waves diminished and oversensing occurred. A boston scientific technical services consultant discussed that the primary and secondary vectors showed better amplitudes and suggested testing the other vectors in various postures and for interference from the ccm device. The field representative later reported that the trouble shooting was performed and the vector was reprogrammed to primary. The patient will continue to be monitored. No adverse patient effects were reported.